Event description:
A bifuse extension set and needleless connector were returned unexpectedly, and it was reported that majority of the products have the same reoccurring issue of breaking, cracking or leaks. Although requested, additional information was not provided.

Manufacturer narrative:
Correction: disregard file, it has been determined the suspect set is now a concomitant.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Per customer, they are not allowed to provide any patient demographics.

Event description:
A bifuse extension set and needleless connector were returned unexpectedly, and it was reported that majority of the products have the same reoccurring issue of breaking, cracking or leaks. Although requested, additional information was not provided.